Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode after pocket closure while the physician was trying to program the device. The device was implanted and subsequently explanted on the same day. No additional adverse patient effects. This product is expected to be returned. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode after pocket closure while the physician was trying to program the device. The device was implanted and subsequently explanted on the same day. No additional adverse patient effects. This product is expected to be returned. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.